Event description:
It was reported that the patient passed away due to "mul". Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multiple organ system failure. Leading up to the death, the patient was admitted with acute respiratory distress requiring bilevel positive airway pressure (bipap) and subsequent intubation. Infectious disease workup negative. The patient was eventually extubated to bipap but remained lethargic and unable to follow commands. Palliative care and compassionate withdrawal of support devices was elected by the patient's family. The outcome was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The device reportedly operated as expected. The account indicated that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists multiple types of organ failure/dysfunction (including respiratory failure) and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.